Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("heavy irregular bleeding") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("pain in right hip/groin"), groin pain ("pain in right hip/groin"), skin disorder ("skin symptoms"), alopecia ("hair loss") and fatigue ("tiredness"). The patient was treated with surgery (removal of essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, arthralgia, groin pain, skin disorder, alopecia and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, fatigue, genital haemorrhage, groin pain and skin disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("heavy irregular bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("pain in right hip/groin"), groin pain ("pain in right hip/groin"), skin disorder ("skin symptoms"), alopecia ("hair loss") and fatigue ("tiredness"). The patient was treated with surgery (removal of essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, arthralgia, groin pain, skin disorder, alopecia and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, fatigue, genital haemorrhage, groin pain and skin disorder with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.